Manufacturer narrative:
Batch review performed on 11 september 2023: lot: 2118876: (B)(4) items manufactured and released on 27-may-2022. Expiration date: 2027-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery due to infection and the pathogen is unknown. At about 2 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.